Event description:
It was reported by the manufacturer's field service representative that while servicing the rover, it had tested for excessively high patient leakage. There were no adverse consequences related to this event.

Manufacturer narrative:
The device transducer assembly was found to be the source of the problem and was replaced. The rover passed all safety checks and was returned to service. The quality investigation is ongoing and this report will be updated if the investigation results require.